Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. The tip of the silicone boot on the cold jaw was dislodged from its original location; the piece was returned. While are unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while performing branch ligation, the silicone on the hemopro jaw detached and fell into the pt's leg. Immediately, the surgeon opened the pt's leg to retrieve the detached piece. A replacement device was used to complete the procedure. The hospital did not report any add'l pt effects; the pt was discharged.